Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc dialed into the system remotely and checked the chrome and a blank reading of the sample in question, which were acceptable. Upon the ccc's instruction, the customer cleaned and adjusted the reagent 1 probe drain. The customer changed the heterogeneous module pumps and aligned the wash probes. The customer ran a chemwash in replicates of five, which was acceptable. The customer has not obtained any more discordant results. The cause of a discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The patient's previous results of ctni were low. The sample was repeated on an alternate dimension instrument and on the same instrument, both resulting lower than the initial result. It is unknown, which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.